Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Any device- (twist, bent, kinked): the cause of the product damage cannot be determined since the product was not returned and insufficient clinical details were provided. The investigation of the reported failure mode has been completed. No product was received for evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
An impella cp mechanical circulatory support device was placed in a 77-year-old male patient undergoing a high-risk percutaneous coronary intervention. An axillary artery approach was attempted. A short vascular sheath was initially used, but it became kinked and did not allow passage of the impella device. A long vascular sheath was then attempted, but it also kinked in two locations, nearly preventing advancement of any catheter or guidewire. A second long vascular sheath was attempted, with kinking again observed and inability to advance the guidewire. Another attempt was made using a short vascular sheath, but it also could not be advanced. Ultimately, the fourth impella vascular sheath was replaced with a sixteen french gore dryseal sheath, which allowed successful placement of the impella pump. This event will be coded as no harm to the patient but a delay in treatment and therapy, along with a device revision or replacement. This is one of 4 reports.